Event description:
It was reported that the user overtreated a low blood glucose and, when glucose subsequently spiked, attempted to correct the rise by announcing a meal on the ilet, after which glucose later stabilized without additional assistance. Symptoms included hyperglycemia with a peak at 196 mg/dl, confusion, blurred vision, dizziness, and nausea. Outcomes included no hospitalization, no alerts or alarms, successful troubleshooting and education, and resolution of blood glucose to a regulated range. Investigation included case review and user education on appropriate use of meal announcements. Investigation of this case revealed user handling error related to using meal announcements as a corrective action rather than for actual carbohydrate intake, with no device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error and device use issue due to incorrect operation. A separate report will be submitted for overtreating hypoglycemia.